Event description:
This report is being submitted by the manufacturer as a result of a publication referenced in https://doi.org/10.1016/j.ijcard.2022.07.023 in which it stated that two cardiac deaths and one sub-acute stent thrombosis were observed with the use of intravascular lithotripsy (ivl). This initiative is a prospective multicentre registry conducted at eleven (11) high volume french centres to evaluate ivl in denovo lesions (dnl) and in-stent restenosis (isr), which included patients who underwent coronary angioplasty with the c2 shockwave lithotripsy device between april 30, 2017 and march 31, 2020. Very limited information has been provided in the publication and currently no additional information has been received by shockwave medical to determine the relationship between the reported adverse events with the use of the ivl devices. The current MDR is for the second instance of death reported in the publication. Cross reference MDR # 3015053858-2022-00046 for the other cardiac death and MDR # 3015053858-2022-00048 for the sub-acute stent thrombosis.

Manufacturer narrative:
The device referenced in this report was not returned, hence a physical inspection of the device was not possible. Furthermore, there is no information provided on the device such as the size and the lot number. Hence, review of the manufacturing record was unable to be performed. However, shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. This report is being submitted in an abundance of caution.